Event description:
"S: grasper tip of davinci cadiere forcep broke apart while inside patient's abdomen during surgery b: patient w/ hx of anal ca undergoing robotic abdominal perineal resection a: surgeon was able to retrieve broken piece (one side of grasper tip) from patient's abdomen r: rn reported event to intuitive, broken instrument retrieved, bagged, and sent to spd." FDA safety report ID# (B)(4).